Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported complaint was confirmed. A visual inspection of the returned gold probe found no abnormalities. However, during electrical testing, the gold probe failed a load test. Dissection of the ceramic tip found a wire detached at the ceramic tip. The root cause of this defect is considered to be manufacturing. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, the gold probe device would not cauterize. A second gold probe device was plugged into the same generator, and was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, the gold probe device would not cauterize. A second gold probe device was plugged into the same generator, and was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.